Manufacturer narrative:
MDR 2517506-2019-00498 was filed on 27-dec-2019. Associated MDR 2517506-2019-00497 was filed on 27-dec-2019. Additional information (02-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant imprecise cardiac troponin I (tni) results on the dimension exl with lm instrument. Hsc evaluated the information provided and the instrument data files. No issues with the instrument or reagent were identified. A review of the quality control (qc) and calibration data did not indicate imprecision in recovery in the qc and calibration performance. The qc and calibration were within conformance at the time of the event. No additional discordant tni results were reported. The cause of the discordant tni results is unknown. The instrument is operational. No product non-conformance identified. The device is performing within specifications no further evaluation is required.

Manufacturer narrative:
MDR 2517506-2019-00497 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported discordant cardiac troponin I (tni) patient's results were obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
Discordant imprecise cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl with lm instrument. The results were not reported. Two new samples were drawn from the same patient and the results obtained were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.